Event description:
The right hip was implanted on (B)(6) 2010. Right hip pain continued. Tried epidural steroid injections but they did not help. By 2011, the right hip was audible popping/clicking/clunk when walking; pain radiated into the thigh, and it was noted there was some uncoverage of the superolateral acetabulum. By 2012, there was severe constant pain radiating to the thigh. Metal levels were elevated. Revision of the right hip was done on (B)(6) 2012, and it was noted that the joint capsule was full of dark grey fluid and there was a large amount of metallosis in the hip joint.